Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod and the cable cut off the device. The ceramic is fractured but sections are still bonded to the lower jaw. Due to the returned condition, functional testing could not be performed. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the electrode came loose on the device following the gen11 displaying "reposition jaws" and "replace instrument." The rep stated the dissection took place deep in the pelvic region and there was bleeding but it was not due to our device. Another device was used to complete the procedure. There were no adverse consequences for the patient. The procedure was eventually converted to an open lar, but it was not due to any ethicon device.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.